Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient representative regarding an external device. The reason for call was caller stated that the patient had an operation to insert a feeding tube. Caller had difficulty connection to turn on the therapy. Caller did not use their external device for a year since it worked well to the patient. Caller confirmed seeing not found message. Caller reset the communicator and was able to connect successfully and see their therapy screen. No symptoms were reported.